Event description:
A user facility reported to olympus that the power button was stuck on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to power switch failure. In addition, it was noted that a non-olympus lamp was installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was manufactured before the design was changed to improve the power switch's durability. It is possible that the power switch failure was caused by the power switch's design defect. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.